Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display and battery compartment and spring was damaged and corroded. Blood glucose level of the customer was 98 mg/dl. The customer was assisted with the troubleshooting. The insulin pup will be retuned for the analysis.

Manufacturer narrative:
Device powered up with a blank display due to poor contact between the battery terminals on the battery cap and the metal sleeve of the battery compartment. The cracks in the battery compartment loosened the battery sleeve, and as a result, it got pushed down. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. In addition to this, there's an additional crack that runs horizontally across the battery tube about 1.5 centimeters above the bottom.